Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: april 14, 2023. Section h3 - device evaluated by manufacturer? Yes. Account provided the correct serial number of the explanted lens and the serial number of the replacement lens (B)(6). No further information was provided. Corrected data: therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section d4 - serial number: (B)(6). Section d4 - expiration date: 27-dec-2025. Section d4 - UDI number: (B)(4). Section h4 - device manufacture date: december 27, 2021. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received with one haptic detached. The lens was cleaned and no further issues were identified. Dimensional inspection was performed on the remaining haptic, confirming that the haptic width and haptic thickness were manufactured within specification. The complaint issue of haptic damaged was not confirmed during photograph and product evaluation. The observed issue of haptic detached is similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown/not provided. But the best estimate date is between (B)(6) 2023. (Implant date) and (B)(6) 2023 (explant date). Telephone number: (B)(6) . Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. Through follow-up we learned that there was upper haptic rupture noticed during implantation. The doctor decided to leave the iol implanted. However, a few days later there was dislocation of the lens and the iol was explanted. No further information was provided.